Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service was unable to reproduce or confirm the customer¿s reported image issue, although it may be a sporadic failure. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: - damage to the ccd unit - sliding error of movable l-range that occurred in the zoom scope - image occurred within the allowable range - damage or deformation of the connector the event can be detected/prevented by following the instructions for use: ·operation manual - inspection of the endoscopic system ·operation manual important information ¿ please read before use - warnings and cautions during the device evaluation, service found a leak from the instrument channel port. There were cuts on switch 1 and 2. The angulation was low, and the control knob had play. There were dents in the distal end plastic cover. The light guide lenses were cracked. The rubber adhesive was deteriorating. The air/water channel was clogged. The plug unit on the scope connector was damaged. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during an unspecified diagnostic procedure, ¿scope doesn¿t take pictures, doesn¿t do nbi [narrow band imaging], or doesn¿t focus¿. The user tried the scope with different towers and the same issue was happening. There was no patient or user injury reported due to the event. This report is being submitted for the malfunction (doesn¿t focus/blurry image). The subject device was sent to an olympus service center for evaluation.